Event description:
It was reported that during a da vinci si myomectomy procedure, the surgical staff allegedly noticed that the fenestrated bipolar forceps instrument had broken cables. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation results confirmed the alleged complaint of a broken cable. A conductor wire was found to be broken at the yaw pulley exit. The wire was detached from its connection at the grip. Electrical continuity testing of the instrument failed. Engineering evaluation also observed that the yaw pulley had a missing piece opposite the conductor break which allowed the grip to move within the pulley and have a larger range of motion in yaw. Engineering evaluation was unable to determine how the piece of yaw pulley broke. The instrument was returned expired. The customer reported complaint does not itself constitute a MDR reportable event; however the reported broken pulley issue if to recur could cause or contribute to an adverse event.